Manufacturer narrative:
The product evaluation is pending. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn. Report #1 of 2.

Event description:
A report received from a user facility in the (B)(6) indicated that the cutter was not cutting properly during case. The cutter was changed however the second cutter presented with the same issue. A 3rd cutter was used and the procedure was completed without any injury or consequences to the patient.

Manufacturer narrative:
One 23ga vit cutters was returned in plastic bags along with the bl5523wv pack label from lot v5961. Visual examination found the tip protector missing, dried solution is visible in the tubing and the needle is not bent. The port window is in the opened position; the back cap is aligned correctly with the vent hole in the side of the cutter body. The connector was inspected and no defect was found. A functional test was done using a stellaris pc system, the cutter had good clean cuts and aspiration throughout the various cut rates. The cutter performed as intended. Report #1 of 2.